Event description:
Patient reports constant numbness around the pump pocket and down their posterior leg after falling. Catheter occlusion was noted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).